Event description:
Customer reported that pump had an alarm that occurred during the loading process. There was no adverse impact to customer's blood glucose level. Technical support assisted customer in attempting to load a new cartridge, but cartridge alarm recurred; support then arranged for pump replacement. Customer will use multiple daily injections as backup therapy, and caller was instructed to return pump using pre-paid label.